Event description:
Reason for revision: pain, elevated metal ions.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Right. Asr xl. Reason(s) for revision: unknown. Bi-lateral. For left hip see (B)(4). Incorrect lot number provided for the head (2711849). Requested separate revision dates via email. ***update received 15th august, partial information received 6th august. Reasons for revision added.*** reason(s) for revision: pain, high cobalt and chromium blood ion levels update received: 30th may 2014 - marked as legal, added kennedys reference number, filled mapped to mw fields and added hospitals: (B)(4). Update - added stem details, lot number and manufacturing date for head, all expiry dates for all products. Taken from claimsuite dated 27th april 2015. Head lot - 2771849.

Event description:
Asr revision; right; asr xl; reason(s) for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision. Right. Asr xl. Reason(s) for revision: unknown. (B)(4). Incorrect lot number provided for the head (2711849)/ requested separate revision dates via email. Update received 15th august, partial information received 6th august. Reasons for revision added. Reason(s) for revision: pain, high cobalt and chromium blood ion levels. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.